Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the stent partially deployed, requiring an additional stent. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified subclavian artery. An 8.0x40x135 cm express ld vascular stent was selected for implantation. However, during the procedure, it was noted that it could no longer be deployed after it had been deployed by 70%. The procedure was completed with another of the same device and the patient was stable.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination of the returned device confirmed that the balloon was tightly wrapped and had not been subjected to positive pressure. The investigator applied positive pressure to the device and a leak was noted to be coming from the proximal section of the balloon. The investigator removed the stent and a pinhole leak was noted approximately 5mm proximal from the proximal balloon cones. A visual examination found the stent positioned in the correct location on the balloon with no evidence of damage or any other issues noted. The investigator was unable to deploy the stent due to the balloon leak, and the balloon was unable to inflate. A visual and tactile examination identified no issues along the length of the device or with the tip of the device.

Event description:
It was reported that the stent partially deployed, requiring additional stent. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified subclavian artery. An 8.0x40x135 cm express ld vascular stent was selected for implantation. However, during the procedure, it was noted that it could no longer be deployed after it had been deployed by 70%. The procedure was completed with another of the same device and the patient was stable. It was further reported that the stent failed to deploy, rather than being 70% deployed.